Event description:
It was reported that prior to starting a da vinci surgical procedure, following the installation of the cobra grasper instrument, the staff reportedly observed the instrument could not be recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation could not replicate the customer reported failure. The instrument was received with zero use remaining. Failure analysis investigation also found the distal end of the main tube of the instrument had various scratch marks with light material removal. The scratches were .023 through .092 in length and were not aligned with the tube axis. There was no other damage found.